Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose level is high as 440 mg/dl. Customer had current blood glucose level of 240 mg/dl then increased up to 458 mg/dl then gave 10 units of insulin. Today¿s blood glucose level of customer was 440 mg/dl, treated with shot of insulin and the current blood glucose was 201 mg/dl. Patient started having issues about 2 weeks ago. Customer reports they feel okay to troubleshoot. Customer reports they have a back-up plan available. The customer treated for high blood glucose with manual injections. Customer reports they have not contacted their hcp regarding the high bgs. The drive support cap appears normal. Customer is calling back to perform an hp test. Customer declined to check for the presence of leaks or air bubbles in the reservoir. Patient stated that she had new unexpired insulin. The customer changed the entire infusion set.